Manufacturer narrative:
E1 - event site postal code - (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during use the transray plus 35cc intra-aortic balloon (iab) frequently triggered ¿check iab catheter¿. There was no patient harm reported.